Event description:
It was reported that there were tears in foley catheter due to traction. Three similar cases have reportedly occurred. In two of the cases, the catheter had been pulled and ruptured when stepped on by a wheelchair, and the facilities materials division had requested that a warning be added stating that the catheter may rupture if pulled too hard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Received 1 all-silicone foley catheter with sample port connector. Verified material number 2758j14 and manufacturing lot number ngjr4063. Visual inspection noted that the catheter was broken at the bifurcation junction, and the balloon had mushroomed. Due to the condition of the sample received the reported event is inconclusive. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were tears in foley catheter due to traction. Three similar cases have reportedly occurred. In two of the cases, the catheter had been pulled and ruptured when stepped on by a wheelchair, and the facilities materials division had requested that a warning be added stating that the catheter may rupture if pulled too hard. Per notification from investigator on 12jan2026, it was reported that the balloon had mushroomed found during sample evaluation on 25oct2025.